Event description:
It was reported during the implant procedure, the right ventricular (rv) lead had positioning/fixation difficulty. The rv lead was removed and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the turns to extend/retract helix exceeds specification. It was noted that the helix was distorted/bent and there was blood in/on the helix mechanism. The analyst commented that the helix is canted.